Manufacturer narrative:
This report is being supplemented to provide additional information provided by the user facility and the results of the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the device was manufactured over six years ago, it is likely the issue was caused by repeated use over a long period of time, resulting in wear of the latch on the video connectors, causing an unstable connection to the connector.

Event description:
Additional information was received from the contact at the user facility: the device is being stored in an office and the cause of the damage was unknown. There are no pictures available of the damaged device. The device turns on and the setting and connections function as intended. The image will intermittently cut out as the camera detaches, as a result of the damaged socket. No other abnormalities were noted upon inspection. The contact confirmed there was no patient or procedure impact.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the socket did not latch due to a defective video connector. The power switch was found updated and the software version needed an upgrade. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the the video connector socket was not latching properly on a video system center. The issue occurred during maintenance of the device. There was no patient involvement or injuries reported. No additional information has been obtained.